Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation showed noise on the right ventricular lead. No patient symptoms or changes were reported.

Event description:
Additional information received indicated that the physician explanted and replaced the patient's right ventricular lead on (B)(6) 2020. The patient was stable throughout. The patient did not report any symptoms from the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
A partial lead was returned for analysis in 8 segments. Visual inspection found clavicle crush damage breaching all the lumens, etfe coating of two cables, and ptfe liner of the inner coil on a section of the lead. This is consistent with the observation from the field of lead noise.